Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated and no cause was determined, as the customer did not make the devices accessible for testing. Evaluation results findings (components/results). 2 devices: appropriate term/code not available / no findings available. 1 device: chassis/frame / no findings available. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced accessible sharp edges exposed (metal). No adverse consequence or clinically relevant delay in treatment was reported.